Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the left therapy electrode pad. The area was described as red and itchy, with no broken skin. The patient reported that her nurses recommended a cream for the area. During a follow up, the patient reported that the rash was healing.